Manufacturer narrative:
A report was received that a 5 x 120mm 120cm smart flex biliary stent delivery system (sds) broke into multiple pieces during the attempted withdrawal of the device from the patient. The retained portions were successfully removed with a surgical approach with no reported patient injury. The event involved a target lesion that was described as heavily calcified and focal. The site reported that the product and packaging had been inspected prior to use and appeared normal. No difficulty was reported during the removal of the device from its¿ packaging. The site further reported that the sds had been prepped according to the instructions for use (IFU). The physician reported that during withdrawal of the sds from the patient (without stent deployment), the nosecone of the device got caught on a focal lesion and broke into multiple pieces. Initial attempts to retrieve the retained portions of the sds were unsuccessful. The patient¿s target lesion appears to have been treated with bypass and the retained portions of the sds were removed surgically with no further reported patient injury. No additional information is available. One non sterile smart flex 5x120 bil, 120cm was received coiled inside of a plastic bag. The inner member presented a separation from the hub. The body shaft presented a kinked condition at 30cm from the hub. No other anomalies were observed on the received unit. The inner member was observed under a microscope and the separation was confirmed. The device was sent to sem analysis. Sem results show that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent delivery system (sds) - separated¿ event was confirmed based on the visual analysis. The cause of the event could not be conclusively determined. However, the analysis revealed evidence of elongation at the areas surrounding the separation suggestive of stretching and pulling of the device. Procedural/handling factors appear to have impacted on the events experienced by the customer. According to the product IFU, this device is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. The IFU instructs the user to not use force when removing the sds from the introducer/sheath and that if resistance is encountered, the sds should be removed with the sheath as a unit. Based on the information available for review, there are procedural factors (nosecone getting caught on a focal lesion and use of force as evidenced by the device analysis) that may have contributed to these events. Neither the device history record review nor the product analysis suggests that the condition reported by the customer could be manufacturing. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 120 cm. Smart flex 5 x 120 stent delivery system (sds) broke in multiple pieces during attempted withdrawal from the patient. There was a focal lesion that caught the nose cone of the sds and it ended up separating the device in multiple pieces. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that attempted retrieval was performed using a snare and surgery. The separated portions were successfully removed via surgery. Bypass surgery of the target lesion was performed to successfully treat the patient. The target lesion for the procedure was reported to be: heavily calcified, and a focal lesion. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
Additional information received: a device history record review of finished good lot 33341 was performed. Bmt reviewed the finished device traveler (B)(4), the subassembly system traveler (B)(4) and all travelers associated with the finished device. In review of the smart flex device history records, finished good lot 33341 was manufactured in accordance with the traveler guidelines. All the required inspections and tests were performed to the specifications provided by the customer and bmt quality system. No corrective/ preventative actions are required. The product was returned for inspection on (B)(6) 2015. Additional information will be submitted within 30 days upon receipt.